Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device was returned to the zimmer biomet (B)(4) repair center. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the comb was bent. There was no patient involvement, just a repair issue. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on july 3, 2019, it was reported that the comb was bent. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet taiwan on july 3, 2019 revealed that the comb was bent. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet taiwan on july 3, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. It is unknown with the information that was provided how the comb was bent. An action was initiated to further investigate and address several adverse events in which the zimmer skin graft mesher and meshgraft ii devices failed to properly mesh the skin graft as intended. It was later determined through investigation that there is an increased frequency of bent comb related events and is being further evaluated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.